Manufacturer narrative:
The reported event of no capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection and x-ray examination of the lead did not find any anomalies except for procedural damage. Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented in the clinic. Upon interrogation, it was observed the patient's left ventricular (lv) lead had no capture. Upon x-ray, it was observed the lead was dislodged proximally in the coronary sinus branch. A new lv lead was implanted on (B)(6) 2021. The patient was reported to be recovering.